Manufacturer narrative:
Section d3 - manufacturer information: updated. Section g1 - contact office (and manufacturing site for devices) or compounding. Outsourcing facility: updated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline disconnection was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 8 days (05nov2023 ¿ 13nov2023 per timestamp). The driveline was disconnected on (B)(6) 2023 at 22:26:44 ¿ 22:38:03. The driveline was reconnected, and the pump was able to regain speeds above the low speed limit. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. It was reported that the driveline was disconnected from the controller as the controller was removed from the shower bag. The controller was stated to have been inspected and no water was found on the controller nor inside the modular cable connector. The locking mechanism was inspected and was found to be in working condition. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's driveline was unplugged from the system controller. They reported that they had noticed throughout the day that the red button was uncovered. They were taking the system controller out of the shower bag and the driveline came loose from the system controller. The hazard alarm went off making the patient anxious and they brought it to their mother, who was able to reconnect the driveline. The patient's mother reported the driveline was out for a total of one minute and 2 to 3 seconds before it was reconnected; it was noted the driveline entry port was clear of water prior to reconnecting. The patient denied symptoms of syncope and near syncope, shortness of breath, and chest pain during or after the event. It was confirmed that the green light was on, and parameters were stable. The red button was closed and did not appear to be loose. It was noted that the patient was stable with no change to medical regimen or parameters. The device was assessed, and no obvious defects were noted. The driveline lock was in proper working order and was deemed to be working appropriately upon assessing system. The system controller was not exchanged. Related manufacturer reference number: 2916596-2023-07984 (modular cable).